Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Initial reporter phone: not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the start button of the battery oscillator device was stuck. It was further clarified that the button referred to the trigger of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition of the start button was stuck was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage, component damage of the thread saw blade coupling, would not run - motor damage, would not run - electrical control unit damaged and failed pre-test for check the quick coupling for saw blades, check function of the device and check the oscillation frequency with the frequency meter due to improper maintenance.